Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed that the grasping surface of the subject device was worn. When omsc confirmed the video provided by the user, the white powder occurred during activation. In addition, omsc confirmed that the user activated output of the subject device while grasping the tissue at the tip of the grasping section. Therefore, the user activated output without contacting tissue other than the tip of the grasping section. The manufacturing history was reviewed with no irregularities noted. Omsc thinks that the reported white powder is the scattered fragments of the grasping surface when it was worn. This type of the grasping surface damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the grasping surface was damaged when the user continued to activate output without contacting tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows; do not activate output when closing the instrument and nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage the grasping section, or cause it to detach or premature wear in the grasping surface.

Event description:
During a laparoscopic gastrectomy, the subject device was used. When the user activated output of the subject device while grasping the tissue, white powder adhered to the patient's liver. The user retrieved the white powder and completed the procedure with the subject device. There was no patient injury reported except the event.